Event description:
A pulsar-18 was chosen to treat a calcified lesion in a sfa. The stent could not be fully released and it was tried to pull back the catheter manually in order to release it. The stent has been malapposed and drawn in length.

Manufacturer narrative:
A technical analysis of the returned instrument and a review of the manufacturing history were conducted to evaluate whether there was any deviation that could account for the reported event. The instrument was returned completely disassembled and without the stent. The technical investigation showed that the outer shaft has been retracted by about 114 mm. The distal end of the outer shaft is flared. The outer shaft has fractured inside the handle. The inner shaft has fractured distal to the metal tube where the knife is mounted on. The identified fractures indicate that a high tensile force was applied. Review of the production documentation verified that the instrument was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. Due to the state of the device a final conclusion on the most probable root cause cannot be drawn.